Manufacturer narrative:
(B)(4). The insulin pump was received with cracked display window, display window corners, and reservoir tube lip. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests.

Event description:
It was reported that the insulin pump had cracks on both sides of the display screen. The blood glucose reading was 64 mg/dl. The customer stated that he was unsure how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.